Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead had exhibited multiple episodes of non-sustained lead noise and fluctuations in pacing impedance below the lower limit. Prior to procedure, episode of rv lead noise was noted. Fluoroscopy revealed externalized conductors between the svc and rv-coils. The lead was capped and a new competitor lead was implanted on (B)(6) 2017. The patient tolerated the procedure well without complication.